Manufacturer narrative:
Based on the information reviewed and due to the limited information available from the article and the article covering multiple patients, a cause for the reported deaths cannot be determined. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. A review of the lot history record could not be performed as the part/lot information was not provided. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Therefore, no remedial action is required. Literature attachment: article title: the coapt secondary mr post-approval study annual progress report 2025.

Event description:
The article "the coapt secondary mr post-approval study annual progress report 2025" was reviewed. The article presented a prospective multi-center study, to evaluate real-world surveillance to confirm the long-term safety and effectiveness of the mitraclip system in heart failure patients with secondary mitral regurgitation. Devices mentioned include mitraclip. The article concluded that the outcomes from the study so far are as expected from this elderly population with high proportion of comorbidities and are consistent with other mitraclip studies. No new safety risks have been observed during this study. [The primary author and corresponding author was janani aiyer, clinical scientist, clinical affairs, abbott structural heart, with corresponding email janani.aiyer@abbott.com.] The time frame of the study was 14 march 2019 to 09 may 2023. Abbott used centers for medicare and medicaid services (cms) fee-for-service (ffs) annual data for 2019-2022 and received access to cms ffs quarterly data through 31 december 2023 on 11 september 2024. A total of 5000 patients were included in this study, of which all received an abbott device. Long term data (over 12 months) was available in 2396 of the 5000 patients. The average age of the patients enrolled was 76. The majority gender was male. Average weight was 78 kg. Comorbidities included: heart failure, prior myocardial infarction, angina, ischemic cardiomyopathy, cardiogenic shock, cardiac arrest, porcelain aorta, atrial fibrillation, infective endocarditis, heart failure hospitalization, permanent pacemaker, prior percutaneous intervention, prior coronary artery bypass graft, prior aortic valve repair/replacement, prior mitral repair/replacement, prior tricuspid repair/replacement, prior stroke, transient ischemic attack, carotid stenosis, peripheral arterial disease, current smoker, hypertension, diabetes mellitus, dialysis, chronic lung disease, supplemental oxygen, hostile chest, immunocompromise, aortic regurgitation, functional/degenerative/mixed mitral regurgitation, mitral stenosis, mitral leaflet calcification, leaflet tethering, mitral annular calcification. Peri and post-procedural complications included death, hospitalization, stroke, mitral valve re-intervention, endocarditis, myocardial infarction, mitral valve stenosis, left ventricular assist device (lvad), renal failure, surgical reintervention.